Manufacturer narrative:
Patient plasma samples were returned for evaluation and used on both retain devices of triage profiler lot w45184 and access2 to evaluate tni concentrations. The results of the testing were that no false positives were observed nor elevated values for tni in the patient samples. Customer's complaint of false positive results on w45184 was not confirmed. No corrective action is required as no product deficiency was established.

Event description:
Caller reported false positive troponin (tni) result on patient. Customer uses 0.05 as cut-off for tni. The sample was initially tested and gave tni of 0.11. Ckmb=<1.0, myo=35.7, and bnp=7.4. The result was questioned so it was repeated on new device on a different meter and the tni was <0.05. Ckmb=<1.0, myo=35.7, and bnp=<5. The sample was sent to the lab to test on axsym but results are still not available. She still had the original test device and run again (time=>30 mins) and had tni of <0.05.